Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to a late term infection with his ambicor penile prosthesis (app). The app was explanted and a spectra penile prosthesis (spp) consisting of 20cmx14mm cylinders were implanted. It was stated that the patient is now doing fine. Further information was requested and not yet received. Should additional information be received, or product investigation completed, a supplemental report will be filed.